Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the programmer took a long time to respond, nor that it was not working properly when performing a threshold test, but the hard drive was reconfigured and the software reloaded as a preventive. Analysis did find that the tab on the power cord bay door was broken so the power cord bay was replaced. (B)(4).

Event description:
It was reported that the programmer took a long time to respond. It was further noted that the analyzer and programmer did not seem to be working properly when performing a threshold test. Both the analyzer and the programmer were returned for service. No patient complications have been reported as a result of this event.